Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and no longer functional. Reportedly, the screen was shattered because the customer fell on the pump. The customer's blood glucose level was 170 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.